Manufacturer narrative:
The cannula of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur

Manufacturer narrative:
This report is to follow up medwatch report #mw5075052.

Event description:
Additional information was received via mail from FDA, mw5075052 on wednesday 28feb2018"a 12x150mm camera port made by applied medical: during the removal of camera port a valsalva maneuver was performed and the port broke in half. No pieces were left in the patient and no injury."

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "robotic inguinal hernia repair". Event description: "on (B)(6) 2017 at the end of a procedure, left inguinal hernia repair, approximately 45 minutes a valsalva maneuver was performed while removing the camera port and the port broke into two pieces. There was no injury to the patient." Additional information was received via email from account manager on 12-nov-2017 at 1:38 pm "no patient injury. Physician was dr. [Name] they had to get a new trocar for the 12 port." Type of intervention: "they had to get a new trocar for the 12 port." Patient status: "no patient injury"